Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: device investigations, on the received parts, did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode was found partially outside of cochlea, as confirmed by post-operative diagnostic imaging. Additionally, a complete insertion of the electrode array could reportedly not be achieved at implantation. The concerned device has been explanted. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
At initial activation the user had a few basal channels deactivated due to no auditory percept. At subsequent mapping appointments the audiologist had to turn off more and more channels due to significantly increased stimulation levels or no auditory percept. The patient was re-implanted on (B)(6) 2017. It was stated in the device explantation report that the active electrode lead was severed during removal surgery.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At initial activation the user had a few basal channels deactivated due to no auditory percept. At subsequent mapping appointments, the audiologist had to turn off more and more channels due to significantly increased stimulation levels or no auditory percept. The patient will be re-implanted on (B)(6) 2017.